Event description:
It was reported that the clinical study patient, experienced an upper left gluteal hematoma which was mild in severity. The hematoma was drained. The physician assessed that the event had a casual relationship to the procedure and was not related to the device or stimulation.